Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and was found to have one (1) bent grip, causing them to be misaligned. The offset at the tips was 1.05 mm. The grips were not found to be cracked. The complaint was confirmed by failure analysis. The probable root cause is attributed to the user.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument jaws are misaligned. The procedure was completed with no reported injury.